Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign matter had come out from the control section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation; it was unable to identify the foreign material from provided information. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, it was unable to specify the cause of the foreign material remained in the device. The following probable cause was: 1. The dust, dirt or foreign matter may have adhered to the electrical contacts of the scope connector, or the connection may not have been sufficiently secure, and this may have affected the electrical connection with the system, causing the switch (sw) to malfunction. 2. It is possible that repeated pressing of the sw may have caused the internal parts of the button to deteriorate, or that foreign matter may have become lodged in the button, causing the button to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.